Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5071106.

Event description:
A report was received that the patients leads had migrated, and pain coverage was lost. The physician decided to perform a revision procedure to move the leads down. Patient was doing well post operatively and receiving good coverage.